Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 20 devices were received for evaluation.   Evaluation status: 17 reported events were confirmed during testing. 10 devices were found to be affected by corrosion. 6 devices were found to be affected by compromised lubrication. 1 device was found to be affected by a shattered bearing. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device evaluation is in progress. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 20 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 20 </noe> malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.